Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the patient experienced high blood glucose level of 500 mg/dl due a bent cannula. Therefore, they tried to treat it with a bolus via pump, but on (B)(6) 2020, the patient went to the emergency room, where he received intravenous fluids as corrective treatment. He had moderate ketone level which the healthcare professional did not assessed as dangerous/life threatening. After staying for two hours, the patient left the emergency room with blood glucose level of 200 mg/dl and was stable. Subsequently, the patient was hospitalized due to high blood glucose level. Moreover, the infusion set had been used for two days and he did not notice any damage to the infusion set when the package was first opened. During hospitalization, he received saline fluids, insulin and intravenous medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.